Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22jun2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii/iii "with firmness and fluid collection in the upper pole". Ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and seroma-late was received on may 27, 2024, with lot number 1571707. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, as it is not related to the device. Seroma-late: unable to observe, as it is not related to the device. As per the investigation procedure: deformation, creases, wear abrasion and particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade ii/iii. "With firmness and fluid collection in the upper pole". Ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii and seroma-late.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii/iii "with firmness and fluid collection in the upper pole". Ultrasound. Device has been explanted and replaced.